Event description:
It was reported that the customer is deceased. It was stated that the customer had made herself dinner on (B)(6) 2014 and went bed and passed away in her sleep; her body was found until (B)(6). It is not confirmed if the death took place on (B)(6). Blood glucose value at the time of death is unknown. It is unknown if the customer was wearing the insulin pump at the time for death as it is currently missing. It was stated that the customer's father threw some sheets and linens out not knowing if the insulin pump was perhaps wrapped in those sheets. It was stated that the cause of death was diabetes mellitus. The insulin pump will be returned if it is found. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
A legal representative reported that the customer passed away due to hyperglycemia and was wearing the insulin pump at the time of death.

Manufacturer narrative:
This report is provided because additional event details have become available after we submitted our original medwatch form. The additional information can be found in section. The reporter information is found in sections.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.